Event description:
It was reported that during infusion with cadd cleo infusion set, patient experienced elevating glucose level, upon inspection of the set, patient see blood and was smelling insulin and leak was noted. Changed the site but it took awhile for glucose to come down. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.